Manufacturer narrative:
The specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser did not work during a vitrectomy procedure for the repair of a retinal detachment. There was no system message displayed. The power was increased but there was still no laser emission. The laser fiber was disconnected and then reconnected, to mitigate the issue, without success. The case was completed by injecting silicon oil into the patient's eye. The patient felt well after the procedure.